Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced leakage of some infusion sets, which led to high blood glucose level event on (B)(6) 2026. The infusion set was in use for one day. The leakage was at insertion site. During the event, the patient was treated with injection. No further information available.